Event description:
It was reported that capture anomaly was observed and that vegetation on the tricuspid valve was removed. The system was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Only the connector ends of the lead were returned for analysis. The connector ends were found to be normal. Without return of the entire lead, a complete analysis could not be performed.